Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The date of the event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an intermittent image and horizontal lines appearing on the screen during reprocessing, involving an olympus bronchovideoscope. There was no patient involvement reported.